Event description:
Customer reports to have received a no delivery alarm during rewind. Customer's blood glucose was over 300 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer was assisted in performing a 5.0 unit manual prime and pump alarmed no delivery. Customer was advised that insulin pump was working as designed. Customer was advised that no delivery may have been caused by set / reservoir occlusion. Customer was advised to change entire infusion set and to return reservoir and infusion set for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.